Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is presumed the likely cause of the peeled off adhesive around the distal end light guide lens is traced to expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation of the duodenovideoscope, it was observed the adhesive around the distal end light guide lens is peeled off. There was no patient involvement.